Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of stretched helix was not confirmed. The leadless pacemaker was returned for analysis. Visual and longevity assessments were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker's (lp) helix became sprung. The physician completed the procedure with a different lp. The patient was in stable condition before, during, and after the procedure.